Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose elevated to 263 mg/dl. Customer alleged that the pump was not delivering insulin properly. Reportedly, customer delivered correction boluses and changed out supplies. Customer declined further troubleshooting from tandem technical support.